Manufacturer narrative:
One device was returned for analysis of complaint that pump displayed red screen and error codes 45636 and 45639. No 12-month service history found. Could not review event log due to unable to initiate device. Visual and functional testing was performed. Power up test confirmed error code 45369. Probable cause was defective printed circuit board. Replaced printed circuit board. Issue was resolved.

Event description:
It was reported that during testing, red screen and error codes 45636 and 45639 were displayed. There was no patient involvement and harm.